Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their pump was alarming replace battery now without prior low battery alert. It was reported that they had to replace battery multiple times in one day and the alarm has been occurring for two weeks. The customer¿s blood glucose was 7 mmol/l. It was reported that the pump was not dropped and there were no unattended alarms. It was reported as first occurrence of the replace battery now alarm without a low battery alert. It was advised that the insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4).